Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-apr-2024 and 12-apr-2024, it was reported that patient faced three infusion set fell off during use events. First event occured on 01-apr-2024 and other two events occured on 12-apr-2024. In case of first event, the infusion set had been used for less than 24 hours and for other two events infusion set had been used for 2 days. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.